Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump got a motor error. Customer's blood glucose level was not provided at the time of the incident. The customer also reported no delivery alarm. Troubleshooting was not provided. The insulin pump will not return for analysis.